Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery, the product did not penetrate the ophthalmic entry system. The procedure was completed on the same day. Information regarding the type of surgery scheduled and patient impact has not been reported.